Event description:
A hospital in a foreign country reported to our distributor that there was no connector provided with the rt102 adult breathing circuit kit.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in a foreign country. The product is not sold in USA, but it is similar to a product which is sold in the USA. Method: no sample provided. Lot number provided (061031). Photographs provided (2). From photograph it can be seen that the bag is sealed and the connector in question is absent from the kit. Results: this is the only complaint of this nature received for the given lot number. This missing component is due to operator error in the packing process. Conclusion: the device was out of specification. This will be brought to the attention of manufacturing team members. We are aware of other similar complaints. The occurrence rate is approximately 0.0003% worldwide for the last year. We will continue to monitor all complaints for similar faults. No further investigation will be conducted on this complaint.